Manufacturer narrative:
Product analysis : analysis confirmed the customer comment that the programmers back flap was broken. Analysis could not confirm power cord issue. Power cord returned with programmer is not the approved power cord. Analysis also identified that the stylus was pulling apart from body. The stylus would not select from screen. The system fan was noisy. The upper handle cover was cracked. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmers back flap and power cord were broken. The programmer was returned for service. There was no patient involvement. It was further reported that the device tested out of specification during manufacturers analysis.